Event description:
It was reported that patients ipg would no longer hold a charge. It was noted also that the patient also was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was discarded at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately late (B)(6) 2023 from date manufacturer was made aware.